Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000125, serial/lot #: unknown. Device UDI number unavailable. A medtronic representative (rep) went to the site to test and service the equipment. Troubleshooting was performed; the pins on the batteries side measured approximately 26 v, but when moving the system the charges dropped below 21 v. The pins on the charger side measured between 27-28 v. Testing found that the ias shut down during any driving movement. The rep replaced 8 motion batteries. Mechanical and imaging tests were then performed and they passed. The battery voltage was going to 98.6 v at the lowest when moving the gantry up and down and immediately going up to 102 v when movements stopped. The failure with the system was resolved. The imaging system then passed the system checkout and was found to be fully functional. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. The reported issue occurred pre-operatively. It was reported that when moving the image acquisition system (ias) into the operating room (or), the system shut down. The motion batteries were not holding a charge. Approximately one minute after the umbilical cable was removed, the batteries leds went down from 8 to 2 and the ias shut down. The site opted to abort use of medtronic imaging, and they aborted navigation as well. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.